Manufacturer narrative:
A sample product was not returned for analysis. There is no lot or serial number information provided; therefore, no product or complaint history information is available. Root cause has not been determined. The manufacturer internal reference number is: (B)(4).

Event description:
In an article entitled, "factors influencing the reduction in corneal endothelial cells after shunt surgery," it was determined that positioning the shunt in the trabecular meshwork rather than the cornea reduces the risk of corneal endothelial cell loss over time. Of the 129 eyes that had a shunt implanted, the mean endothelial cell density decreased by 7% for the patients. If the shunt was implanted into the cornea, the mean endothelial cell density decreased approximately 15% but if the shunt was implanted into the trabecular meshwork, the mean endothelial cell density decreased at a much lower rate of approximately 5%. The study indicated that two patients had bullous keratopathy diagnosed and the shunt was touching the iris in 92 eyes. All 129 eyes were prescribed glaucoma drops in the postoperative timeframe at some point.